Manufacturer narrative:
Date sent: 08/28/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure there were issues with clip formation in three devices. The site used a fourth device with a different lot number to complete the case.